Manufacturer narrative:
(B)(4). Medtronic was not authorized to conduct the device evaluation/repair. The evaluation and repair was completed by a non-medtronic service provider. A control printed circuit board (pcb) and single board computer printed circuit board were returned for evaluation. The service engineer evaluated the pcbs and could not verify the reported complaint. Both pcbs were placed into a test ventilator and run for over 24 hours and no failures or errors were observed. The pbcs were visually inspected for damage and none was found. This event history logs were reviewed and no issues were found. The reported malfunction could not be duplicated or verified.

Manufacturer narrative:
Covidien reference number: (B)(4).

Event description:
It was reported that during patient use, the ventilator generated a continuous alarm, the screen blacked out and the device stopped ventilating. The patient was removed from the ventilator, manually ventilated and transferred to another ventilator without any reported patient harm. The device was forcibly shut down. After rebooting, the device returned to the initial settings, the events disappeared and the operation failure indicator lamp was not lit.

Manufacturer narrative:
The suspect component was returned to covidien/ medtronic¿s product analysis.  A visual inspection of the returned component was performed. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.